Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products: 14-103652 987570 univ 2-hole shl 52mm lnr sz 23, ep-105883 166560 epoly 28mm rlc lnr mrom sz23, 650-1158 3262651 delta cer fem hd 28/0mm t1. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04857, 0001825034 - 2019 - 04858.

Event description:
It was noted the patient underwent a primary left total hip arthroplasty. Subsequently, the patient experienced an infection and underwent incision and drainage approximately two weeks post implantation.attempts have been made and additional information on the reported event is unavailable.